Event description:
While using my philips dreamstation 2, I noticed a burning smell coming from my machine. This smell was strong enough to wake me from my sleep. I have noticed this smell on a few other occasions as well.